Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in delivery of inappropriate anti-tachycardia pacing (atp). Programming changes were made. The patient was stable.